Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a260, (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2021, brand name vectris surescan; product ID: 977a260, (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Mdt rep. Said pt had high impedance values(over 40, 000)(mdt rep. Described as "all red x's") on one of their leads and pt needed MRI. Mdt rep. Also described the lead as "disconnected." Tss discussed abandoned component guidelines. Mdt rep. Was uncertain if lead was fully disconnected or if the lead just had high impedance. Tss discussed MRI guidelines. Mdt rep. Asked if there was a shorter checklist for mris. Tss directed to MRI guidelines. Mdt rep. Described checklist as "long."

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that the stimulator has not worked since implant. Patient met with a rep who told patient that and showed them that the one lead was not working at all. The non-working side showed red and the other showed green. Patient pulled up a copy of an x ray from their phone and showed it to and sent rep a copy of that was taken on (B)(6) 2024 of patient's hip that also clearly showed the battery and leads were both attached. Rep then said she wanted to try increasing the stimulation in the lead that worked to see if it might give me any relief and to try it for about a week or so. Rep called pt after about a week and asked if there was any change. Pt told her no and she said to try increasing it a little more. Patient stated the leads were not disconnected from the battery. There were no cause or impedances to disconnect the leads. There have been no steps taken to resolve this matter as of yet. The issue has not been resolved. Patient stated that during the trial period, they had about 60 to 70 percent less pain. Patient was happy with those results and decided to have the device implanted permanently. After the stimulator was installed permanently there was zero relief. After multiple meetings with the hcp and other representatives and trying dozens of settings, nothing worked. Patient stated it is their feeling when the device was installed in the body that it was not tested prior to see if it worked properly. This has been 6 years of intense pain.